Event description:
Reported due to balloon burst. Physician was performing a "dialysis graft de-clot" procedure using the fox pta catether 6.0 x 40mm. The device was inflated four times with a syringe and the amount of pressure used is unknown. The balloon ruptured circumferentially with the fourth inflation. There were no adverse patient reactions. The physician completed the procedure with an unspecified balloon, which burst as well. Although requested no additional information was provided.